Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant result for a patient tested with coaguchek xs professional meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 2.9 inr on (B)(6) 2020. Within 2 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.01 inr. The 2.01 inr value was believed to be correct. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.